Manufacturer narrative:
(B) (4).

Event description:
A nurse contacted baxter product surveillance stating that a transfer set had fallen off a catheter on a home pt. The transfer set was in place on (B) (6) 2008. The adaptor was plastic and the initial connection was made by hand. The nurse did not know how the transfer set came off. The reported separation occurred at the transfer set adaptor/catheter interface. The home pt was given 500 mg levoquian once and 250mg every other day for a week. There was no pt injury or medical intervention reported.